Event description:
On 01/31/2000, the MFR received medwatch report (uf# 50-c0001149-1999-0000, see attached) that states the following: pt underwent placement of device in 1999 treatment metastatic cancer of breast. It recently developed a leak. Medwatch report also states that the device in question was explanted in 2000. No further details were provided at this time. On 02/23/2000, the MFR's product complaints mgr contacted the facility's nurse to obtain additional info regarding return of the device to the MFR for analysis. The facility's nurse stated, to date risk mgmt has not made a decision as to whether or not the device will be returned to the MFR for analysis. No further details were provided at this time.